Event description:
Customer reported observing low positive control values in position a7 on multiple plates when performing the gs hiv-1/2 peptide elisa using summit device. No error message was generated by the instrument. An fse was dispatched who replaced the plunger and tip clamps, as well as the lld springs, at position 7. Diagnostic checks were performed to verify that the instrument was operating properly. After servicing the instrument, the pc value in position a7 was within expected parameters. No death or serious injury was associated with this incident.